Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin, and the insulin gauge remained static at 145 units although the pump was being used for insulin delivery. The customer's blood glucose level was in the 200's (mg/dl). Although requested by tandem technical support, the customer declined further follow-up on the reported issue.